Manufacturer narrative:
Section d4, h4: correction. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the subject presented to the emergency department on (B)(6) 2020 and was admitted for gastrointestinal bleed. He had been in discussion with his providers about tarry stools and a dropping hemoglobin. The patient had been off warfarin for 3 days per provider recommendation and was not on acetylsalicylic acid (asa). It was also noted that the subject had melena and tarry stools over the last week and a half; also had lower than normal hgb on (B)(6) 2020. The patient had an esophagogastroduodenoscopy (egd) on (B)(6) 2020 that showed no active bleeding lesions. Findings in egd were moderate linear gastritis and no evidence of active bleeding in examined stomach up to third portion of duodenum. The patient was discharged on (B)(6) 2020. The patient was to resume proton pump inhibitor (ppi) medication and receive IV venofers. Hemoglobin was stable during admission.